Event description:
Cryo therapy equipment was set up for treatment of patient. Upon first cryo spray catheter sprayed without issue. When doctor attempted to do a second pass with catheter the catheter froze completely and was unable to be used for the remainder of the case. Nursing pulled a second catheter and doctor attempted to spray the catheter out side of the patient to verify use and second catheter completely froze and was unable to be used to finish case. Patient therefore was unable to finish his treatment and will need to be rescheduled for an additional treatment before reevaluation of this treatment plan can be done.